Event description:
It was reported the pump had ¿moved significantly over the past few days.¿ it was noted that both old pumps had been implanted in the right upper quadrant but the new pump implanted in (B)(6) was implanted in the right lower quadrant. The pump had moved out of the pump pocket in the right lower quadrant into the old pocket in the right upper quadrant of the abdomen. It was noted on the night of (B)(6) 2015 the patient was feeling strange and feeling ¿sharp pains around pump.¿ the patient woke up the next morning with significant swelling over the pump and it had shifted up. It was noted that the patient had been sick from other reasons so he had been relatively immobile lately and there was no specific incident that caused the pump to move. The patient saw a healthcare provider (hcp) and was told that the pump seemed to be working appropriately and was still connected to the catheter. The patient was quite uncomfortable psychologically and was very anxious about it. The drug being delivered via the device system was ¿less concentrated¿ baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 8596, lot# b003838n35, implanted: (B)(6) 2003, product type: catheter. Product ID: 8731, lot# b002400n68, implanted: (B)(6) 2003, product type: catheter. (B)(4).